Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in a coronary artery. A 3.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in a coronary artery. A 3.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported. A synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and some evidence of partial stent expansion. Stent struts appeared expanded and damaged on the distal and proximal ends of the stent. No visible damage or expansion to stent strut rows 3 to 7 (counting from the proximal end of the stent.). The balloon cones were reviewed. The balloon wings at the proximal and distal balloon cones were relaxed from their original tightly wrapped position. No visible balloon damage was noted. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.